Event description:
It was reported the device has a crack in the case. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the lower case, upper case, two side bail covers, ring cover, and battery drawer are broken. Analysis also found the battery release is contaminated, battery contacts are compressed, one side bail is missing, and the ring is bent. (B)(4).